Event description:
Rptr had a solid silicone implant placed above her eyes (about 50% of her lower forehead) when she was 10 years old, 20 years ago. She had some breathing problems for about 5 years; then, starting about 1/1/95, she began suffering from extreme head pain for extended periods of time. She lost her balance and was unable to drive or read due to pain. Her nose and throat would swell until they were almost closed. She went to the ER and was sent home with drops. Eventually she lost her balance and could barely walk. She is scheduled to go back to surgery in about 2 weeks. Currently, the head pain and some of the swelling have subsided.